Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va038qb, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and the patient was having issues with their ¿monitor.¿ the patient stated they just spent five days in a mental ward and was getting up again, running to the bathroom every 2-4 hours all night. It was noted the change in stimulation therapy started on (B)(6) 2013. It was stated prior to the change the patient could go to bed at 11 p.m. And wouldn¿t wake up until 6 a.m. Reportedly, the patient had a nervous breakdown and that is why they were in the unit. It was stated the patient was on the ground and didn¿t know if they hit it hard. It was later reported (B)(6) 2013 is when the patient had the nervous breakdown and went to a mental ward. It was noted the patient¿s programmer screen did not light up.